Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: there was evidence of partially discharged batteries being installed multiple times observed in the black box history. The pump powered on with the returned battery cap and was able to fully tighten to the pump; however, the ¿coin slot¿ on the top of the cap was stripped making it difficult to be removed. The battery compartment was intact. Current electrical draws were within specifications. There was no evidence of moisture or loose components observed inside the pump when the case was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.